Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia while using the ilet, perceiving that automated dosing, including "more for me" meal announcements, did not sufficiently address rises, and that intermittent dexcom signal issues contributed to artificial high and low readings. Symptoms included elevated blood glucose up to 220 mg/dl without acute clinical effects. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed an unclear cause for hyperglycemia, with potential contribution from cgm-related data inaccuracies and user concerns about postprandial control; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.